Manufacturer narrative:
The cause of the unknown endoleak observed prior to open repair could not be determined from the limited still photographs provided. Films prior to or during implant were not available, CT¿s from just prior to the open repair of the reported type ii and unknown type endoleak were not provided, cine¿s of the observed hole and possible endoleak were not available, and the in-vivo configuration of the stent graft during the implant duration could not be assessed. Four (4) still photograph¿s during open repair were returned. A possible fabric tear was seen on the anterior of the bifurcate, 5 ¿ 10mm above the level of the flow divider at the origin of the ipsilateral limb, between the distal apex of covered stent ring #4 and the proximal apex of the transition stent ring #5. No scale was seen on the photographs; however, the approximate hole size was 1 ¿ 2mm in length x 0.5mm in width. From these still images, no clear endoleak (blood) was seen coming from this hole or any other location. The cause of the observed tear could not be confirmed. The explanted device was not returned for analysis and no additional photographs of the tear after the stent graft was removed and cleaned were available. From the location of the hole it is possible that the tear was caused by abrasion from the aortic body stent ring #4 or #5, possibly exacerbated by stent graft angulation. It is also possible the hole was caused by external abrasion due to the reported aortic calcification. However, it is unclear if this hole was the source of any endoleak, or, may have been ¿covered¿ in-vivo by tissue/thrombus. The explanted device was not returned; therefore, a comprehensive analysis of the device integrity could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 2.5 years post index procedure and a CT scan was performed. On CT a type ii endoleak and another leak of unknown type was observed and so the patient was sent for open surgical conversion. It was reported that on visualization of the stent graft, a cut-like opening of approximately 1mm-2mm was observed on the ipsilateral side of the main body (in between the 4th and 5th stent from the proximal end). The main body stent graft was excised and explanted leaving only the proximal 4 stents in situ. The endurant limbs were also explanted. To resolve the event, a blood vessel prosthesis implantation was performed. It was reported that, as per the physician, the most likely cause of the event is due to a sharp edge of the severe calcification present in the patient. No additional clinical sequelae were reported and the patient will be monitored by the physician.